Manufacturer narrative:
The suspect pump was returned for evaluation. The event history log (ehl) was reviewed. The alarm was noted in the ehl. The device was visually inspected. Damaged chassis, damaged battery compartment, battery door missing was noted. Functional testing was performed. The latch lock mechanism was found to be inoperable. Service history review identified the complaint was not related to a previous service of the device within the review period. The allegation made by the complainant was confirmed. The probable root cause of the reported issue is defective cassette detector pin. The cassette detector pin, chassis, pwa board, motor, battery door were replaced. The device passed all functional testing after repair.

Event description:
It was found during investigation of a returned pump that the latch lock mechanism was damaged. There was no patient involvement and no harm/adverse event reported.